Event description:
This case was reported by a dentist and described the occurrence of possible neuropathy in a female pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. On an unk date, the pt started super poligrip original denture adhesive cream (dental). The dentist reported that the pt experienced symptoms associated with neuropathy and zinc toxicity further described as poor balance, numbness fingers and mouth, dizziness, weakness, and unable to taste food. The dentist stated that his pt had been using original super poligrip for years and used more than one tube per week (device misuse). The dentist queried how to treat zinc toxicity. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip original denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).